Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump alarmed power error detected. The customer¿s blood glucose level was unknown at the time of the incident. It was reported that there was low battery alert after 2 or 3 hours of replaced battery. The pump has not been exposed to extreme temperatures below 41°f. The customer was not using a 620g or 640g with software version 2.6. *it was reported that power error detected alarm occurred in alarm history but so many batteries she had replaced because of low battery. The customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
Power error due to connector resistance issue. Pump received with normal operating currents. No unexpected low battery alert noted.